Event description:
It was reported that the right ventricular lead exhibited low impedance. The device sensitivity was reprogrammed. The patient was in good medical condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.